Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's blower assembly, machine flow sensor assembly, bellows clips and blower bellows were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's blower assembly and machine flow sensor assembly were replaced to address the issue. Also, section "date returned (rfb)" and "manufacture date (rfb)" has been corrected/updated in this report.